Event description:
The initial reporter alleged implausible results for a patient sample tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 8000 - cobas e 602 module. The allegation involves a single patient sample (sample x) tested on (B)(6) 2023, which generated reactive results of 5.87 coi, 5.78 coi, and 13.74 coi. Confirmatory testing on (B)(6) 2023 using the elecsys hbsag confirmatory test yielded a result of 12.6%, confirming the sample as reactive. Additional testing on the same sample using the cnhbsag2 assay produced a result of 19.3 coi, while the cfhbsag2 assay yielded 2.44 coi, further confirming a positive hbsag result. On (B)(6) 2023, the same sample (sample x) was re-tested by the customer using an unknown method or assay, which produced a negative result. On the same day, a different tube from the same sample draw (sample x*) was tested with the hbsag g2 elecsys cobas e 100 v2 assay, yielding non-reactive results of 0.516 coi and 0.486 coi. Later on (B)(6) 2023, sample x was re-tested again with the hbsag g2 elecsys cobas e 100 v2 assay, producing reactive results of 18.37 coi and 18.58 coi. Subsequently, a new sample was drawn from the same patient, and testing with the hbsag g2 elecsys cobas e 100 v2 assay yielded a non-reactive result. The customer reported that the initial sample tested positive on the roche system but negative when tested at another laboratory using an unknown method or assay.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The investigation identified a likely pre-analytical issue, such as contamination or sample mix-up, as all results from sample x were reactive, while results from sample x* (a different tube from the same sample draw) were non-reactive. Additionally, a fresh sample from the same patient tested non-reactive, further supporting the likelihood of a pre-analytical issue. A definitive root cause for the reported event could not be determined. The device remains in operation at the customer site.